Event description:
It was reported there was damage to the pump housing surrounding the usb port, preventing the pump from being charged. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.